Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned; however, the event likely occurred due to improper handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hf-resection electrode, loop, 24 fr., 0.2 wire, large, 30° had the two resection loops break inside the patient. The issue was found during the therapeutic surgical hysteroscopy procedure that was completed with a similar device and a 20 minute delay. There were no reports of patient harm as the device broke inside itself and did not fall into the patient. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation, therefore the customer¿s allegation was not able to be confirmed. It was later confirmed that the customer discarded the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.